Manufacturer narrative:
It was reported that the blue circular dome on the back of the f gen light head fell during a case; there were no reported injuries or adverse consequences. Nc1934944, pfa1937561, and (B)(4) were opened to review and address this issue. This light is within scope of the field action.

Event description:
It was reported: " the cover of a brand new scialytic that fell during the operation, and fortunately without any consequences for the patient." There was no reported injury or adverse consequences.